Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I attended theatre earlier today for a revision of a primary attune, details are below together with attached images taken from the case. Date of primary implantation: ~15 months. White blood cell / imaging prior to revision surgery suggest that knee may be infected, however, this cannot be confirmed until samples taken today have been verified. Tibial baseplate lifted out of patient with ease during revision surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8322771 device history review: manufactured on 08-jun-16. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.